Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.